Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformance's were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if any additional information is provided to mmdg.

Event description:
The initial reporter stated that the pump was "not delivering formula". Mmdg requested additional information, however, the initial reporter has stated they were unable to provide additional information. [(B)(4)].

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. The pump was returned to mmdg for evaluation. During the investigation the pump operated according to product specifications, no failures where found. Based on this no MDR was needed.

Event description:
The initial reporter stated that the pump was "not delivering formula". Mmdg requested additional information, however, the initial reporter has stated they were unable to provide additional information. (B)(4).